Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The target lesion was located in the distal right coronary artery (rca). A 2.75mm synergy drug-eluting stent was deployed to treat the lesion; however, inadequate stent apposition was confirmed under intravascular ultrasound (ivus). Subsequently, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, the device came into contact with the proximal edge of the implanted synergy stent and failed to cross. An additional guide wire was used to make the vessel straight and another attempt was made to advance the nc emerge balloon catheter but resistance was encountered. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.